Manufacturer narrative:
The subject device has been returned to olympus for evaluation. There was no additional finding other than the malfunction. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the hd autoclavable camera head was noted to be broken. Upon inspection of the customer¿s returned device it was observed, the subject device did not have image due to a bad charged coupled device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charged coupled device unit failure could not be determined. Olympus will continue to monitor field performance for this device.